Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to exit block. This rv lead was replaced with the same model. No additional adverse patient effects were reported.